Event description:
A patient reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 45 ml/dl vs. 313 lab. Tests were done within 10 minutes with a difference of 84%. Patient did not experience any adverse events. No further information has been reported.